Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, wound infection, granuloma, capsular contracture, and implant site fluid collection. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a primary breast augmentation with a 315cc mentor memoryshape gel breast prosthesis and experienced a rupture on the right side post-operatively. Per the information provided, the patient developed a severe right breast infection with cellulitis. The patient presented with pain, severe redness, fever, vomiting and an elevated blood white count. Imaging was performed, which showed a probable rupture of the right breast implant, accompanied by a right-sided peri implant effusion. The patient had skin thickening of the lateral right breast as well as adjacent subcutaneous edema without abscess. Breast implant removal surgery was done on (B)(6) 2024 where a 50 cc of cloudy fluid was drained and sent to pathology to rule out bia-alcl. In addition, there was drainage of a right breast abscess and a thickened periprosthetic capsule was found with free silicone granulomas. Per the post-operative pathology report, there was no evidence of invasiva carcinoma or alcl. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On november 06, 2025, mentor received additional information regarding the patient's replacement device. It was determined that the patient's replacement device was a 290cc mentor memorygel boost breast implant with lot number 9986306. Manufacturer¿s reference number: (B)(4).